Manufacturer narrative:
(B)(4). Batch # r9573p. Device analysis: the analysis results found that the k5lt device was returned with the bullet damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch r9573p number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, while inserting trocar for the first time, yellow shield got split. Surgeon was not able to remove trocar from sleeve. Had to use clamp to bend back yellow shield in order to remove it. There were no patient consequences. It is unknown if the procedure was delayed and how the procedure was completed. Lot is unknown.